Event description:
Information received by medtronic indicated that the customer reported does not get a larger bolus and found mart guard algorithm does not deliver the same amount of bolus. Troubleshooting was performed and also received calibration not accepted alert. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump and the insulin pump will not be returned for analysis. Updated summary: information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 53 mg/dl at the time of the event and also reported does not get a larger bolus and found mart guard algorithm does not deliver the same amount of bolus. The customer also experienced symptoms such as shaking, sweating, and dizziness. The customer reported the difference between the sensor glucose and blood glucose was not within the target range and also received calibration issues. Troubleshooting was performed and later declined for low blood glucose event. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/ auto mode feature of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.